Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that this event would not be associated with the device but rather would be related to alignment of the alta srew nut during assembly with the alta plates.

Event description:
The nut would not seat flush to the plate. An alternate plate and screw nut assemble were used. There was no adverse consequence for the patient.